Manufacturer narrative:
Conduction disturbances are known potential adverse effects associated with any cardiac or thoracic procedure (open or catheter-based) and can be resolved with medical treatment or the implant of a permanent pacemaker (with the risk-benefit ratio in favor of implant of the percutaneous aortic valve). A conduction disturbance does not indicate a device malfunction or potential manufacturing issue. The device remains implanted, therefore no product analysis can be performed.

Event description:
Medtronic received information that following the implant of this transcatheter bioprosthetic valve, the patient experienced left bundle branch block (lbbb). Nine months following the implant, echocardiogram revealed worsened left ventricle (lv) function and a decreased ejection fraction (ef) of 25%. Ten months following the valve implant, a permanent pacemaker was implanted to treat left bundle branch block (lbbb), atrial fibrillation, and decreased lv function. No other adverse patient effects were reported.

Manufacturer narrative:
Additional information was received which indicated that an atrioventricular node ablation also occurred at the time of the pacemake r implant. The event was now reported as resolved. The baseline ef was 45%. If information is provided in the future, a supplemental report will be issued.